Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to hub damage/separations include, but are not limited to, manufacturing, cracks, obstructions, damage to the indeflator, or kinks in the hypotube. Return of the xience v stent delivery system (sds) may have aided in the investigation and determination of cause. It is possible the shaft was inadvertently handled resulting in a kink at the strain relief tubing. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. In this case, without the product to examine, a conclusive cause for the reported separation could not be determined. To help ensure this issue is not the result of manufacturing, all catheters are visually inspected and leak tested prior to packaging.

Event description:
It was reported that during device preparation for a procedure to treat lesions in the circumflex and proximal anterior interventricular artery, the xience v was being connected to the indeflator, outside the anatomy, and the xience v shaft detached at the hub. The device was not used on a patient. Though requested, no additional information was provided.